Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and current blood glucose event 409 mg/dl. Customer other relevant blood glucose level was 378 mg/dl. Customer experienced symptoms such as dizziness. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the insulin pump not delivering insulin because, air bubble was present in reservoir. Trouble shooting was performed and air bubble was successfully removed. The insulin pump will not be returned for analysis